Event description:
It was reported that post-sensed t-wave oversensing was observed. No intervention was performed, the device remains implanted and will continue to be monitored. The patient was stable.